Manufacturer narrative:
Due to a lack of communication, this advesre event occured on (B)(6) 2022 but was not reported to microline surgical, inc. Until (B)(6) 2023. Since this event happened over a year ago, the device that was used is not available for testing and a full investigation could not be completed. However, a corrective action for events related to a detached heat shrink was created in march of 2023. The corrective action specifies that the work instructions would be updated to clarify the heat shrink process, the heat shrink oven parameters would be updated for clarity, and it would be specified that the oven door should not be left open for more than 10 seconds. Although testing of the actual device can not be done, the final results for this adverse event fall under the corrective action that microline surgical, inc. Currently has open for similair reports (car-0171).

Event description:
During the laparoscopy technique in a inguinal hernia procedure, a piece of the plastic cover that covers this clamp removed, remaining inside the patient. The anesthesist observed a foreign body on the screen and alerted the surgeons who removed it.